Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested a device replacement because the ilet screen was not visible, and troubleshooting determined that a screen cover was obscuring the display; removal of the cover resolved the visibility issue. Symptoms included difficulty viewing the device display. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device functioned as designed and that the obscured screen was due to an external screen cover rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving an external accessory.